Event description:
During an in-clinic follow-up, episodes of high pacing impedance, loss of capture, loss of sensing, and noise were observed on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.